Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an energy recognition failure. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement. The bipolar energy cord was connected to an in-house erbe generator. The instrument was successfully recognized by system as an energy device. When tested for energy delivery, no energy was emitted. The instrument was tested for electrical continuity and failed. Visual inspection was performed and no obvious signs of damage on the bipolar energy cord was found. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. As of 18-dec-2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (471205-19 / k11241010 0220) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk1205 during hysterectomy - benign surgical procedure. The instrument had 9 uses remaining after last use. Design history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to instrument energy recognition failure. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument kept shorting out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of ordinary to be noted. The instrument was not inspected for damage in the or after reported event occurred. Cannula was inspected prior to use. A pin gauge was used to inspect the cannula. Arcing was not observed. Surgeon was cauterizing when reported event occurred. Bipolar energy was activated when reported event occurred. The instrument was connected properly and erbe was used. Energy activation settings were unknown. The instrument tips did not collide with other instrument or tool during procedure. The instrument tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. Surgeon believed that faulty instrument was responsible for reported event. No injury occurred to patient. The patient did not return to hospital due to experiencing post-surgical complications. Instrument was shipped to isi for evaluation. Photographic images were not provided for evaluation.